Manufacturer narrative:
The cause of the incorrect settings was human error due to the units of measure set to âkpaâ instead of the expected âcmh2oâ. H3 other text : the cause of the incorrect settings was human error due to the units of measure set to âkpaâ instead of the expected âcmh2oâ.

Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4).

Event description:
The hospital reported a malfunction resulting in the over delivery of pressure in the patient circuit. There was no report of patient injury.